Manufacturer narrative:
The event occurred in india. It was reported that the hl20 pump displayed the error message: ¿runaway¿ during routine check. No harm to any person has been reported. A getinge field service technician was onsite for an investigation of the device. The technician calibrated the optical tacho board and the error message disappeared and the device was tested. The device is back in clinical use. No parts have been replaced. Thus the reported failure could be confirmed. According to the service manual heart-lung machine hl 20 in chapter 6.11.6 adjustment of tpm optical tacho board the following is stated: the optical tacho must be adjusted after replacement or in case of speed differences between control system and safety system. Aging can change the properties of electronic components, which can cause it to have to be re-adjusted. In addition the reported error message: "runaway" can be linked to the following most possible root cause according to the hl20 risk management file: (un)intended change of pump speed by e.g.: wrong flow values (defect or wrong calibration). Device was manufactured in 2013-07-23. The review of the non-conformities during the period of 2013-07-23 to 2023-05-24 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. In order to avoid the reoccurrence of the reported event the ssu (sales and service unit) should inform the user about the investigation results and the above mentioned sections of the hl 20 service manual. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
The event occurred in india. It was reported that the hl20 pump displayed the error message: ¿runaway¿ during routine check. No harm to any person has been reported. Complaint ID#(B)(4).